Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was returned to the manufacturer after being removed due to a system downgrade during the rv lead replacement. The ra lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.